Event description:
The device was applied to each vas deferens using the MFR's instructions. There were no surgical complications. The pt subsequently reported for follow-up 20 weeks post-operatively complaining of an unwanted pregnancy. Semen analysis showed abundant motile sperm. The pt had surgical exploration in which the vasclip devices were found to be in place on the bilateral vas deferens. The segments of vas deferens with the devices were removed and it was found that on one vas deferens the lumen was patent with the clip in place. This was demonstrated by free passage of methylene blue when the segment was cannulated. Completion vasectomy was then performed.

Event description:
Add'l info rec'd from MFR 04/29/06: device not returned since. Supposed explant. No product identification provided. No analysis for any determination to be made. Clinical study results suggest that operator error allowed for continued presence of sperm if co's product was used. Conclusion: operator error at time of implant. Training manual (required) and instructions for use address failure mode by technician.